Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -11.0/3.5/089 (sphere / cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023, the lens was repositioned due to lens rotation not associated to low vault. This did not resolve the problem. On (B)(6) 2023, the lens was exchanged for a spherical lens and the problem was resolved. Reportedly, "lasek was performed for astigmatism." Cause of the event is unknown.

Manufacturer narrative:
H6: off-label age 21. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).